Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced due to a potential pocket infection. No device malfunction suspected. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient did not undergo an ipg replacement for a suspected infection, that was previously reported, but the event was for another patient.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced due to a potential pocket infection. No device malfunction suspected. The patient was reportedly doing well post operatively.